Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause of the sticky grip, sticky up down angulation lever plate and sticky universal cord could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the cysto-nephro videoscope to the service center for a separate issue. During the device analysis, the service repair technician indicates that sticky grip, sticky up down angulation lever plate and sticky universal cord were found. There was no patient involvement.